Event description:
Approximately one year later, this lead became dislodged again. A revision procedure was performed. This lead was removed, replaced and discarded by the facility. No adverse patient effects were reported.

Event description:
Boston scientific received information that this atrial lead became dislodged. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.